Manufacturer narrative:
Reporter is a synthes employee. A review of the receiving inspection (ri) for viper2 t20 hexlobe driver shaf was conducted identifying that lot number so2028626 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 05 apr 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper2 t20 hexlobe driver shaft was returned and received at us customer quality (cq) the driver tip was severely deformed and stripped. The surface of the driver had circular marks. After a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Complaint confirmed: yes, the complaint condition can be confirmed based on the available information. Investigation conclusion: the viper2 driver shaft showed signs of wear consistent with usage. The potential cause of failure is end of life for the instrument. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the driver shaft and the poly driver were received back to the manufacturer broken. This report is for a viper2 t20 hexlobe driver shaf. This is report 3 of 3 for (B)(4).